Manufacturer narrative:
The device was rec'd by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem of a bent cutter shaft was confirmed; the cutter shaft was observed to be bent approximately one inch from the flats end of the cutter. A review of production records indicated that several cutters from this batch were scrapped during machining due to loading errors into the grinding machine. It was concluded that this bur had likely been bent due to misloading but was not screened out due to its orientation on the cutter pallette. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report was rec'd from the USA stating that the device had a bent drive shaft that was observed during surgery when it was removed from the plastic tray. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. There was no add'l info provided.